Event description:
Information received a smiths medical silicone - bivona tubes neo/ped flextend malfunctioned.when the patient went to replace the tracheostomy and tried to tie it, it ended up snapping. No further information.